Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the trs, trauma recon system lids were sticking. The trs modular lid failed and we were unable to put it onto hand piece fully. This did not allow the unit to be sealed and the mode function to be changed. At the beginning of a case the trs lid would not fit onto the hand piece and even after several attempts, it still was not achieved. The second set was then opened and the same occurred. Colibri was then used as both trs sets were not able to be used. This event added time onto the operational procedure. No product was received for investigation and no additional information about the event is available at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as the event is not likely to result in patient harm or the need for additional medical or surgical intervention. Synthes is retracting medwatch report #: 2520274-2013-06172. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.